Event description:
It was reported that the wake button was not working. There was no reported adverse impact to the customer's blood glucose. The customer declined troubleshooting with tandem technical support so further information could not be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.